Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarms. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer had magnetic resonance imaging performed, but the insulin pump had been taken off of her. Customer's blood glucose was 147 mg/dl. Customer was not using the sensor feature and the rewind sequence could not be completed. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.